Manufacturer narrative:
Product event summary: the controller with unknown serial number was not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted after the controller was giving a controller fault alarm for a depleted internal battery every 5 minutes with no change in pump parameters. The controller remains in use. No patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.